Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10mg/ml at 0.601mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The healthcare provider reported that the pump was ¿not running as fast¿ as it should be and the pump was supposed to be empty but they were pulling out a higher volume than what shows on the programmer. The event date was noted as 2015. There were no reported symptoms. The healthcare provider stated they planned to program the pump off today and requested the pump off authorization form. Troubleshooting related to the volume discrepancy, the actual reservoir and expected reservoir volumes, the cause of the volume discrepancy not reported. Further follow-up was being conducted to obtain information.